Event description:
It was reported that during a routine device changeout procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.